Event description:
It was reported that during an implant procedure, the physician had a very difficult time slitting the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the catheter shaft was bent, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the physician had a very difficult time slitting the catheter. The physician used a blade and/or scissors to cut through so as to not require a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.